Event description:
The pt's vendor reported that the pt experienced elevated blood glucose and issues with the infusion set connection. The pt's blood glucose measured 220 mg/dl after breakfast and at 9:00 am, the blood glucose level was 446 mg/dl. An e4 (occlusion) error was displayed on the infusion device and the pt changed the infusion set and bolused 5.5 units of insulin. At 10:00 am, the pt's blood glucose measured 398 mg/dl and at 11:00 am, the pt's blood glucose measured 327 mg/dl and the pt bolused 5 units of insulin. At 1:00 pm, the pt's blood glucose measured 196 mg/dl and the pt bolused 3.5 units of insulin. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.